Event description:
During a procedure a piece of the trocar broke and fell into the patient without the physician knowing. The physician switched to an open procedure due to another issue unrelated to the trocar breaking and found the piece of the trocar inside the patient. The piece was easily retrieved and no patient injury was reported.

Manufacturer narrative:
The device was evaluated by ascent and a visual examination revealed that the blade protector was damaged and the white plastic blade was broken. It is likely that the device damage resulted from an impact with a hard surface or use of excessive force during insertion. Ascent's instructions for use state: do not use excessive force. Careful handling of instruments is necessary to avoid damage or breakage. Inspect the instruments for damage. Do not use the instrument if any damage is noted. A review of the lot control sheet for the reported device indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.